Event description:
Event description cpi received information that this implantable pulse generator (ipg) was displaying the power on reset (por) indicator. The indicator was cleared and the patient returned the next day for another follow-up. The por indicator was again displayed. The indicator was cleared three times but would not remain cleared. The ipg was explanted.